Event description:
Mother reported that on 4 separate occasions, the infusion set tubings have broken near the connection to the insulin cartridge. Pt went to bed on (B)(6) 2011 at 8:47 p.m., and her blood glucose was 6.3 mmol/l (113.4 mg/dl). Mother checked on pt at 4:30 a.m. And noticed the infusion set tubing was broken. She tested pt's blood glucose at 4:33 a.m., and blood glucose was 15.7 mmol/l (282.6 mg/dl). Mother delivered a correction bolus, and blood glucose was 4.3 mmol/l (77.4 mg/dl) at 7:53 a.m. Pt is in good health now and no intervention from a health care provider was required. Infusion sets were requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.